Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a female patient in 2007. Approximately 24 hours later, the clinician noticed swelling (edematous) in the patient's right arm. They then monitored the patient's swelling of the right arm. Three days later, the clinician attempted to flush the device, but found that it could not flush. It was then noticed that there was a small crack in the PICC line and the PICC was then explanted from the patient. The following day, a new PICC was successfully placed in the patient. Subsequent to the placement of the new PICC, there was no longer any swelling observed in the patient's arm and there were no additional adverse affects to the patient as a result of the reported problem.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed; therefore, a failure analysis is not available and at this time, we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.